Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodged. The 80% stenosed lesion being treated was located in the moderately calcified, moderately tortuous circumflex (cx) artery. The physician attempted to direct stent with a 2.50x12 mm taxus express2 drug eluting stent, but had trouble crossing the lesion. The stent delivery system was pulled back and was unable to get into the guide. The guide and stent delivery system were removed together. The stent snagged in the sheath during removal and came off of the balloon platform. The stent was snared from the sheath. The procedure was successfully completed with a cypher stent. No pt complications were reported. Pt status reported as "ok".